Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) found the drawer 3 was not detected, and the pyxibus control board showed some light emitting diode off. The board was replaced, and the drawer was detected after reboot. During testing, the drawer was found to be very stiff due to a misplaced bearing cage on the right rail. The rail was replaced, and the drawer opened smoothly with all cubies functioning properly. The system functioned as intended after the field service engineer repaired the device.